Event description:
Deaer stated that the lower legs are bending out and not sitting flat in tub. (B)(4). No injury alleged.

Manufacturer narrative:
The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The owner's manual warns, "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable".